Manufacturer narrative:
Lumenis investigated the event report by contacting lumenis foreign representatives for further information regarding the event including; patient information, treatment settings, patient photographs; however, none has been received. A lumenis technical expert examined the subject device and concluded that the flow switch and cooling pump system failed simultaneously causing the ipl handpiece to overheat. Following replacement of the defective parts and the ipl handpiece, the technical expert completed performance tests of all specifications concluding the device operated manufacturer's specifications. Additionally, the failed components were returned to the manufacturer for further investigation analysis. A lumenis quality engineer performed an analysis on the returned failed components and concluded that the water flow tubes were not bent, pressed or obscured by any objects to minimize the flow of coolant to the ipl handpiece. Additionally, it was confirmed by the quality engineer that a faulty flow switch and pump caused a lack of water flow; therefore causing insufficient heat dissipation and overheating the ipl handpiece. No treatment settings were provided therefore a clinical review of settings cannot be performed at this time. While the information received to date does not confirm that a serious injury occurred, because of the lack of information the company is reporting the event in an abundance of caution. Should additional information become available, the complaint record will be updated accordingly, and a follow up medwatch report will be submitted.

Event description:
A foreign user facility reported that one (1) patient sustained a burn of unknown severity to an unknown anatomical area following ipl treatment with a lumenis quantum sr laser, ipl handpiece. No report of medical intervention was received other than the initial report.

Manufacturer narrative:
Lumenis investigated the event report by contacting lumenis foreign representatives for further information regarding the event including; patient information, treatment settings, patient photographs. The representative has confirmed that information is being obtained. A lumenis technical expert examined the subject device and concluded that the flow switch and cooling pump system failed simultaneously causing the ipl handpiece to become hot which melted the light guide cover. Following replacement of the defective parts and the ipl handpiece, the technical expert completed performance tests of all specifications concluding the device operated manufacturer's specifications. Additionally, the failed components are being returned to the manufacturer for further investigation analysis. No treatment settings were provided therefore a clinical review of settings cannot be performed at this time. While the information received to date does not confirm that a serious injury occurred, because of the lack of information the company is reporting the event in an abundance of caution. Should additional information become available, the complaint record will be updated accordingly, and a follow up medwatch report will be submitted.

Event description:
A foreign user facility reported that one (1) patient sustained a burn of unknown severity to an unknown anatomical area following ipl treatment with a lumenis quantum sr laser, ipl handpiece. No report of medical intervention was received other than the initial report.